Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video rectosigmoidectomy the stapler cs40g lot: t9239x was used correctly. However, to perform the anastomosis, a circular stapler was inserted into the patient's rectum, so the staple line made with cs40g ruptured completely with the arrival of the circular in the rectum. It was necessary to suture the region in order to continue the procedure without intercurrences. There wasn't any harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a31g. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.